Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. A concomitant pacemaker programmed to unipolar was thought to be the source of the problem.